Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited several episodes of non-sustained rv oversensing. Review of the egms noted myopotentials oversensing. Programming change was made and no further oversensing has been seen. The patient is well.